Manufacturer narrative:
The vessel sealer extend (vse) instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not close. The dislodged grip ring likely caused the grips to not close properly. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. Initial findings were confirmed by advance failure analysis. The instrument was found to have the grip ring dislodged due to which the grip open lever was not functional which likely led to the instrument grips not closing properly. Additional findings not reported in the initial investigation: it was found that upon tightening the grip ring screw, the grips would still not close all the way after opening. No missing components (washers or retaining rings) were noted at the proximal end. The instrument was disassembled, and no broken grip cables were noted at the distal end. Is unclear why the instrument grips would not close all the way even after tightening the grip ring screw.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw of the vessel sealer extend (vse) instrument did not respond to control. Also, the instrument did not respond with the manual control on the white box on the instrument. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.